Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that: no service history review can be performed as part number 321.15 with lot number(s) 2633679 is a lot/batch controlled item. The manufacture date of this item is 30-aug-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Please launch a device history record review (DHR). Part 1 of 1. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 23 august 2010. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation (orif) of a femur on (B)(6) 2016, the wrench broke during tightening of a nut on an articulated tensioning device. It was reported that fragments were generated but surgeon was able to retrieved it from the patient. A back-up wrench was readily available to complete the procedure successfully without any surgical delay. Patient/status was reported as stable after the procedure. This complaint involves one part. Concomitant device reported: part: unknown articulated tensioning device, lot# unknown, quantity (1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The results of the service evaluation are as follows. The customer reported the wrench broke during tightening. The repair technician reported the hinge pin that held the socket to the wrench was missing. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. The results of the manufacturer investigation are as follows. The returned socket wrench was received in two pieces (handle and socket). The socket has separated from the universal joint. The pin that secures the socket to the universal joint was not returned. Whether this complaint can be replicated is not applicable for this condition as the device is already broken. This complaint was most likely due to application of excessive force resulting in the pin breaking or dislocating and subsequent separation of the socket from the u-joint. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, no diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.